Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Your new omnipod insulin management system 1 / page 8. For your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Alerts and alarms 10 / page 125. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia.

Event description:
The parent reported that the patient received a hazard alarm while in class. It was stated that the patient had to seek medical attention by going to the urgent care. The pod had been worn on the arm for between 4 and 24 hours. No further information regarding the event, treatment, or device was provided.